Event description:
The facility reported a pump with a bad main battery. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a bad main battery was confirmed. The device was evaluated at the customer's facility on 3/15/06. Inspection of the device found that the pump's batteries were depleted and potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.